Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. This 1.5mm x 20mm x 142cm sterling es balloon catheter was selected for poba and advanced to the lesion against resistance. Once to the lesion, the balloon ruptured on the first inflation at 5atms after being inflated for two seconds. The device was removed from the patient intact. The procedure was completed with another sterling es balloon catheter. No patient complications were reported and the patient's status is good.